Event description:
Per mark seat thread came apart allowing upholstery to separate. Roughly (B)(6) user weight.

Manufacturer narrative:
(B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.